Event description:
It was reported the patient had a wound infection. The patient had discomfort and itching of left buttock incisions. The incision was very tender when palpated and there was erythema to the left buttock incision. Intervention included administration of bactrim. The event resolved without sequelae and was noted as not related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event was unlikely related to the device or therapy and related to the implant procedure. It was noted that there was swelling to the left buttock incision.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).